Manufacturer narrative:
Initial

Event description:
It was reported that the user contacted support to confirm how to complete a meal announcement and later disclosed a missed meal announcement due to not moving the on-screen slider fully to initiate delivery, which contributed to elevated blood glucose reported at 400 mg/dl; subsequent troubleshooting of the ilet pump with subcutaneous insulin delivery and tubing checks showed normal function, and the users elected to administer insulin via injection given accessibility needs. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the users and analysis of information they provided. Investigation of this case revealed no device problem, a usage problem related to the user interface, and an improper method in executing the meal announcement process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.